Event description:
Customer reported to beckman coulter, inc. (Bec) that all electrolytes except for carbon dioxide (co2) on the unicel dxc 600 synchron clinical system failed calibration with range and back to back errors. Customer reported that qc (quality control) dropped low prior to calibration failure. Customer reported that they reran patient results ran just prior to the calibration failure. Customer reported that the sodium (na) results were higher on rerun. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that the erroneous results were amended. Customer reported that patient treatment was not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned the flowcell and replaced the ion selective electrode (ise) drain valve. The fse verified performance.